Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer observed arcing energy from the side of the permanent cautery spatula. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery spatula instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint of arcing energy from the side of the instrument. The instrument was found to have thermal damage on the monopolar yaw pulley and distal clevis and black char marks were present at the distal end. Any material missing from the damage on the yaw pulley is likely thermally induced rather than mechanically induced. Root cause was attributed to mishandling. Failure analysis found the primary failure of thermal damage to the yaw pulley and distal clevis to be related to the customer reported complaint. One side of the distal clevis ear was removed and the silicone potting did not appear to be compromised. The conductor wire was not damaged around the weld location. The electrical continuity test passed. No insulation damage was observed to the conductor wire. A review of the procedure log showed the permanent cautery spatula was last used on (B)(6) 2022 in a thoracic procedure performed on system (B)(4). The instrument had one use remaining. No image or video of the procedure was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: there was evidence of thermal damage to the distal end of the device. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.